Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2014 with the following findings: a review of the black box revealed multiple call service (cs) ¿162 loss of prime warnings¿ post ¿cs145¿ occlusion alarms. The battery cap was not returned, therefore, a test battery cap and returned cartridge cap were used to complete the investigation. During evaluation, there were no ¿cs162¿ warnings or any errors, alarms or warnings that occurred during the investigation. The product performed within specification and the reported ¿loss of prime¿ issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.